Manufacturer narrative:
This incident is being reported based on the customer supplied image. Review of the customer supplied image presented indications of tensile overload of the distal tip joint, as manifested by the entire formed distal curve region of the core wire protruding through the outer coil wire. As indicated in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. Based on the information received, it appears that the overload occurred as the safari2 was removed through the pigtail catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
Event description: it was reported that: mandrel separated. Doctor said it was observed when pulling out the tavr delivery system at end of case. It wasn't while in left ventricle. No harm to patient. Occurred during removal of system. Additional information provided: at which point during the procedure was it observed that the mandrels separated? I.e which location in the body? Noticed after removal from body. Was excessive force used when removing the wire? No. Was the wire stuck within the delivery system? No. Was the wire removed with the entire system? Or removed first? Or pulled back into the delivery system? Wire was removed through the pig tail catheter. Is the device expected to return? Can a tracking number be provided? No. At which point during the procedure was it observed that the mandrels separated? I.e which location in the body? Noticed after removal from body. Were there any difficulties/resistance advancing or removing the ds? Not that I am aware of.